Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while treating the thoracic artery branch , the green button of the device was pressed and found that the device would not fire. When removing the device, it was found that the jaw was difficult to open. After removal ,the surgeon noticed that one of the staples had advanced in the reload.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Initial visual inspection of the instrument noted no abnormalities. Functionally, the instrument was loaded with single use loading unit. During testing of the instruments a skip was noted in the units firing stroke after closure of the loading unit jaws. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while treating the thoracic artery branch, the green button of the device was pressed and found that the device would not fire. When removing the device, it was found that the jaw was difficult to open. After removal, the surgeon noticed that one of the staples had advanced in the reload.